Event description:
It was reported the programmer makes a lot of noise and failed to boot up on a number of occasions. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer made a lot of noise, the system fan was replaced to resolve. Analysis was unable to duplicate experience of programmer failing to boot up, however errors in the error log support this claim. As a result, software was reloaded. It was also noted that the floppy disk drive stopped working after error log was pulled, and the programmer would not interrogate non-wirelessly and the link electronic module (lem) circuit board outputs were out of specification. Concomitant product: product ID 229047, analyzer. (B)(4).